Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600; patient's controller battery would not hold a charge and this interrupted insulin delivery. Symptoms reported include moderate ketones, diarrhea and frequent urination. The patient was treated with manual injections and bg levels continued to be monitored. The patient had been admitted the day prior and remained hospitalized at the time of reporting.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.